Manufacturer narrative:
Previously, it was reported that the unit was repaired and returned to the customer. However, it was determined that the issue was resolved for the customer by the customer scrapping the unit.

Event description:
It was reported via repair work order that the side rail could not remain latched due to weld break at the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to weld break at the latching spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.